Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined.

Event description:
Information was received via a clinical study that 26 bone segments were a combination of lytic and hypertrophic. These were radiographic findings only and not clinical. No revision information was provided.